Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 594 mg/dl. The customer was treated with insulin drip and manual drip. The customer was admitted at (B)(6) on (B)(6) 2015. The cause of emergency room visit as per health care provider, the customer was in diabetic ketoacidosis and comatosed. The customer was advised that the troubleshoot for high blood glucose was not necessary because the insulin pump is going to replaced because of a crack in it. The customer was advised that we shipping out replacement of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.